Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar leaked when it was inserted during a procedure. Trocar plugs were utilized to prevent further leakage. There was no harm or injury to the patient. The product samples are not available for evaluation. No additional information is expected. This is two of two reports for this facility.

Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicated that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicated there was (B)(4) additional complaint associated with the lot for the reported issue. The root cause for the defect experienced by the customer could not be determined. Investigations have been initiated in order to improve the performance of the valves. No additional action is required at this time. (B)(4).